Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The doctor indicated that the transparent tubing had a leak when the pressure in the tubing was increased. Catheter needed to be removed and replaced.